Event description:
--

Event description:
Boston scientific received information that during the implant procedure when the right ventricular (rv) lead was connected to the pulse generator, low shock impedance measurements of 0, 1 and 2 ohms were observed. When the proximal coil was removed, impedances were normal. Boston scientific technical services (t's) was called for troubleshooting and recommended checking for possible electromagnetic interference (emi) by turning off the bovie and external defibrillator. After doing this, the low shock impedances were still observed. It was also noted that the physician experienced difficulty inserting the lead in to the header, however this resolved by using lubrication, but low shock impedance measurements continued. Another pulse generator was attempted and shock impedances were normal and lead insertion was completed with no issues. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis. This report will be updated upon completion from analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection noted the df+ proximal spring contact was pulled from the spring channel and stretched into the port area. This damage likely caused the difficulty inserting a lead into the port and the observed out of range shock impedance measurements. No signs of tool marks or picking, poking, or gouging were noted. This device passed pre-shipment testing so it is most likely that the spring contact damage occurred during the attempted implant. However, analysis was unable to determine the root cause of the damaged spring contact.